Event description:
It was reported that the tips of the endowrist prograsp instrument no longer work. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that the instrument moved intuitively with full range of motion and in all directions. The grips open and close properly. Engineering was unable to replicate the customer reported problem. Engineering observed the distal end of the main tube has various deep scratches with material removed. The scratched are short in length and not aligned with the tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions or rough handling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.